Manufacturer narrative:
The investigation for the removal issues has been completed. Clinical details state that the 7fr sheath accidentally came out of the right radial and the patient was additionally moving throughout the case when pressure was held for the access site bleeding issue. The root cause of the removal issue is most likely due to patient movement based on the provided clinical details. Added-h6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp was implanted on a 46-year-old male patient for support during percutaneous coronary intervention (pci). After pci was completed, the impella cp was weaned and removed. As the impella was weaned it was noted that the 7 french sheath came out of the right radial. It is also noted that there are no 8 french angio-seal in the facility. The decision was made to use perclose twice. However, the physician was unable to push the knots down due to the patient's large body habitus. The physician re-sheathed with 8 french to discuss options. Protamine was given at this time. The physician pulled the sheath and planned to hold manual pressure on the groin site. The patient became hypotensive and extremely agitated and aggressive. A knee immobilizer was placed as a precaution to the right leg. The patient survived the explant.